Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home peritoneal dialysis (pd) system kaguya set leaked from an unspecified location. The leak was discovered after peritoneal dialysis therapy was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.